Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer reported a blood glucose value of 213 mg/dl and the current blood glucose value was 182 mg/dl. The customer reported customer reported the following led up to the event: the blood glucose spiked to 213. Document treatment for high blood glucose was bolused. The event involved product(s) mmt-399a, mmt-7040a, mmt-332a, mmt-1884l. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. The customer received a software error detected (pump error 53). Troubleshooting was performed customer was able to clear the error and the fill cannula delivery test was successful. The error table did not indicate that the pump should be replaced and the pump passed the self-test. The customer was not using the quick bolus speed feature on an impacted pump. The customer reported high blood glucose. The customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-399a. No product return was required for mmt-7040a. No product return was required for mmt-332a. Mmt-1884l was requested and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0873 inches. Test p-cap and reservoir locked properly into the reservoir compartment. Found no pump error 53 alarms during testing. Successfully downloaded pump history files and traces using thump software. Found no relevant pump error 53 alarms in the pump history files and traces. Found no bolus deliveries on the event date of 01-may-2024. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, and pillowing keypad overlay. Pump error 53 was not confirmed during testing. Unable to verify customer's complaint for high bg's. Moisture damage was confirmed found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.